Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the instrument was leaking. They realized the blue retractor was torn. They replaced the retractor and reassembled however it continued to leak from seal cap. A new instrument was introduced and it leaked also. They finally used a competitor's device to complete the procedure. There was an additional twenty minutes added to the procedure as a result. The patient is okay.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's product(s) has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case failed testing. The meter was found to have cracked/broken display. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.